Event description:
It was reported that a spectrum pump was alarming for a system error 322 and 341. There was no pt injury and no further information was provided. The event occurred in the biomed area. This event did not occur on or before first clinical use.

Manufacturer narrative:
(B)(4). The unit was tested for more than 24 hours with no occurrence of system error 322. However, a review of the history log confirms the system error 322. Eval was unable to determine the cause of the error. When evaluating known contributors to system error 322 led to the determination that the upper and lower aux were the failing components. As a result, the upper and lower aux were replaced.